Event description:
It was reported that during a sleeve gastrectomy procedure, the gun locked out inside the patient. The surgeon found it very difficult to release. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) information was not provided by the affiliate. Information anticipated, but unavailable at this time. (B)(6).

Manufacturer narrative:
(B)(4). Closure trigger top the (B)(4) device was received for analysis with no visual non-conformances and with a green cartridge reload present. The cartridge reload was received partially fired. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned cartridge reload was tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However the firing trigger was not working properly on each stroke as the pawl was not engaging with the drive bar at repeated attempts. The device was disassembled to verify the internal components and wear was found on the right side of the closure trigger due to the clamp first lockout pin on the geared trigger plate. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the closure trigger top component if the applied load is high enough. Once the closure trigger top component is damaged, then any additional actuation of the firing trigger can cause it to rub against the now broken or bent closure trigger assembly. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Manufacturer narrative:
(B)(4). Upon review of additional information, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable. Received the following information: manual release would not work; eventually the surgeons were able to force the gun open, take it off the tissue, close the gun and remove from the patient. In hindsight the surgeon has commented that there may have been too much tissue in the jaws of the gun.